Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The housing was removed, and the instrument was found to have a dislodged pivoting clamp from the grip sector gear. This failure likely caused the imprecise motion observed during in-house testing. Failure analysis found the secondary failure of imprecise motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the grip open/close function. The grip tips moved in the direction commanded; however the grip tips were unable to open or close. The instrument was found to be unable to open and close its jaws when actuating the manual grip knob. Additionally, the instrument was found to have the proximal drive rod bent.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional engineering device review was obtained: it was noted that the bend of the drive rod appears to bend towards the left when viewing the instrument's nose are with the housing removed and the main tube upwards. This observation was of interest as a second clip applier with a dislodged pivot clamp was also bent in the same direction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the medium-large clip applier instrument jaws would not open and close. The procedure was completed with no reported injury.